Event description:
It is reported that the device cracked upon insertion during surgery.

Manufacturer narrative:
Evaluation summary: this type of failure may occur, if helmet is removed from the glenosphere, in a manner not consistent with the method described in the surgical technique. The instrument is designed to hold the glenosphere securely via the tabs. Excessive impact or bending loads placed on the tabs may cause this situation. The exact cause analysis cannot be determined with certainty. Evaluation: as returned, one of the two tabs of the helmet has fractured, and is missing. Manufacturing documentation shows that the part was subject to a non-conformance report, and was reworked and returned, subsequently passing the second inspection. Device history records indicate device manufactured to specification.